Event description:
Same case as 2134265-2013-01748, 2134265-2013-01822, 2134265-2013-01824, 2134265-2013-01826. It was reported via a journal article that during a cryoplasty procedure a vessel dissection occurred. The target lesion was located in the femoropopliteal artery of a diabetic patient. During the procedure a flow limiting dissection occurred. The dissection was treated with a second cryoplasty application.

Manufacturer narrative:
Citation: spiliopoulou, sravros. Et al (2010). Cryoplasty versus conventional balloon angioplasty of the femoropopliteal artery in diabetic patients: long-term results from a prospective randomized single-center controlled trial. Springer science+business media, llc and the cardiovascular and interventional radiological society of europe. 2010. Doi 10.1007/s00270-010-9915-x. Device evaluated by MFR: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).